Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. The brakes will be repaired the next time the system is available. No further problems are anticipated once repairs are affected.

Event description:
It was reported that the orbital and wig wag brakes are inoperable making the c arm unsteady posing a hazard. There was no adverse pt involvement reported. There was no pt info reported. Placed back into service.